Manufacturer narrative:
It was noted that the centrifugation time was too short and speed was too high. The field service engineer replaced the electrodes and tubing. Precision checks were run with no issues. The field service engineer then verified all mechanisms were working properly. The customer ran post service qc on all tests with acceptable results. The service visit actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results, for 2 patients, from the cobas 6000 c (501) module. It was also noted that for patient 1, questionable tnt-g5st results were received. Patient 1: na: the initial result was 135 mmol/l with a data flag and the repeat result was 107 mmol/l with a data flag. K: the initial result was 3.86 mmol/l and the repeat result was 2.53 mmol/l with a data flag. Cl: the initial result was 96.1 mmol/l with a data flag and the repeat result was 119.9 mmol/l with a data flag. Tnt-g5st: the initial result was 196.1 and the repeat result was 18.31. The units of measure were not provided. It was noted that the sample was respun and accidentally tested again and that the first set of results were correct. Patient 2: na: the initial result was 107 mmol/l with a data flag and the repeat result was 138 mmol/l. K: the initial result was 2.28 mmol/l with a data flag and the repeat result was 4.08 mmol/l. Cl: the initial result was 129.3 mmol/l with a data flag and the repeat result was 97.6 mmol/l with a data flag. It was noted that they repeated the sample because the na: 107 mmol/l result was a critical value. Both patient's questionable results were reported outside the laboratory. The electrode lot numbers and expiration dates were asked for but not provided. The reagent lot number and expiration date was asked for but not provided.